Event description:
It was reported the pt experienced a series of falls. The pt met with a neurologist and seizures were determined to be the cause of the falls. The pt indicated she uses stimulation continuously. The pt was instructed to turn her stimulation off and consult with her physician.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.